Event description:
It was reported that there was a power on reset (por) condition. It was reviewed that if the por can be cleared, then it would be safe to implant the device. Follow-up determined that no error code accompanied the por. The implantable neurostimulator (ins) seemingly functioned appropriately after the por was cleared. Nothing else was done. No further follow-up was required.

Manufacturer narrative:
(B)(4).